Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2019 while wearing a lifevest. It was reported by ems that the patient was in and out of consciousness and that resuscitation was attempted. Review of the download data indicates that the initial life threatening arrhythmia was ventricular tachycardia (vt) at 10:11:11 and was detected by the lifevest at 10:11:25. Vt lasted for about 5 seconds before transitioning to normal sinus rhythm at 100 bpm for 7 seconds and then degrading to polymorphic vt at 200 bpm. Detection stopped after 20 seconds due to noise on both channels (motion artifact). Between 10:14:24 - 10:16:40 ventricular fibrillation (vf) was seen in the downloaded ECG data. Vf was seen again at 10:19:24 degrading to asystole. The patient remained in asystole with motion artifact. The response buttons were pressed at 10:20:45. It is unclear who pressed the response buttons. The response button functioned appropriately. CPR was initiated at 10:23:28 and continued until the end of the recording. The electrode belt was disconnected at 12:21:10. Varying amplitude and CPR artifact prevented the lifevest from delivering a treatment shock.